Manufacturer narrative:
Insulin pump passed the self test and displacement test. The vibrator feature functioned properly. No vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump experienced a beep and vibrate anomaly. Customer's blood glucose was 60 mg/dl. Customer ported that insulin pump was set to beep but did vibrate during vibrate test. Customer was advised that insulin pump would need to be replaced.